Event description:
It was reported that during an ipg replacement (related manufacturer reference number:3006705815-2025-18178) on (B)(6) 2025, the physician was unable to get the high impedances cleared and the patient needs MRI. In turn, surgical intervention may be pending to address this issue.

Event description:
Additional information was received wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.